Event description:
Doctor alleged the patient developed a large ulcer caused by the herbst mechanism rubbing on his cheek. In a follow-up conversation with the office, the parents of the patient took him to an oral surgeon who prescribed antibiotic to help with healing. To date, the patient has visited the orthodontist on a few occasions. The orthodontist stated the patient healed well and has recovered.